Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.